Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a basal neck fracture of the femoral neck. During the insertion of the blade in the proximal femoral nail a (pfna) operation, the proximal bone particle was rotated, so the surgeon removed it. Before inserting the blade again, the surgeon checked that the blade was free. The blade moved worse, so he changed to a new one. Reportedly the patients bone substance was well, so some bone particles might clogged up the blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.